Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of wear of the patella component after being implanted for approximately 11.75 years. It is also possible that the reported wear and pain may have been the result of the surgeon implanting an undersized patella component during the index surgery. However, this cannot be confirmed as the device and immediate post-operative x-rays of the index surgery were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: one peg patella 26mm (cat# 200-03-26 / serial# (B)(4)). Rbk cem fin tib tray sz 3f/2t (cat# 260-04-32 / serial# (B)(4)). Optetrak asy hf ps por fem, sz 3, l (cat# 246-02-03 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) y/o female¿s patella was revised due to undersized and worn out. The lateral edge of the femur was rubbing against the patella and causing pain. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to implants were disposed by hospital.